Event description:
Physician was preparing 1 resolute integrity drug-eluting stent (3.00mm x 18mm) to treat a patient but it was noted that the stent position was positioned more proximal than expected when the protective sheath was removed. The physician then successfully deployed the stent. No health hazard to the patient. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation: results - root cause of the event could not be determined. No results available since no evaluation performed. Device or procedural images not provided for review. Device not returned for evaluation. Conclusions: root cause could not be determined.(B)(4).